Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have low blood glucose of 30 mg/dl and was treated with juice. Customer was disoriented. Customer turned sensor off and was advised that sensor was in demo mode. Customer's blood glucose at the time of call was 133 mg/dl.